Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign, event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery there was smoke and sparks coming out of the battery pack housing. There was no patient impact. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information or product has been received, we are unable to provide further information.